Manufacturer narrative:
This report is being submitted to relay additional and corrected information. 0002023141-2019-00213-1, 0002023141-2019-00216-1 and 0002023141-2019-00217-1 have also been submitted. The following sections are being reported: b5: (correction: tooth location) it was reported that the abutment would not seat at tooth location 31. There is no report of patient injury. G4: 21 june 2019. G7: follow up. H1: malfunction. H2: additional information. The reported device was received for evaluation. Functional testing was performed for the reported device and determined that the abutment seated into models as intended. The reported condition of an abutment that would not seat was not confirmed. A device history record (DHR) review and complaint history review could not be performed as the reported device item and lot number are unknown. A definitive root cause could not be determined for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment would not seat at tooth location 31. There is no report of patient injury.

Manufacturer narrative:
(B)(4). The following information is unknown at the time of this report: product code unknown. The device is expected for evaluation. The device has not yet been received. Once the investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the abutment would not seat at tooth location 31. There is no report of patient injury.